Event description:
The catheter would not work. It was flushed and prepped properly. Got a faint image originally but connection hub would suddenly disconnect. Tried to connect many times but no success. Completed procedure with another item.